Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with cervical spondylotic myelopathy underwent laminoplasty at c4/6. Intra-op, during screw insertion in laminoplasty at c4/6, all the screws came off the driver. Patient complications were reported as unknown.

Manufacturer narrative:
Image review result: submitted images do not appear to display ,deformation, crack, or fracture.

Event description:
It was reported that driver does not have any problem and the event occurred due human error.